Event description:
It was reported via repair work order that the nurse call system was not functional due to missing nurse call cable and power cord was cut, exposing wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.